Manufacturer narrative:
(B)(4). Patient information was requested, but not provided. Event details including implant date, explant date were requested but not provided. No results available since no evaluation performed. The lot number remains unknown.

Event description:
A physician reported to gore that a patient was implanted with gore® synecor biomaterial. It was reported that the device was removed due to infection.

Manufacturer narrative:
Additional information received from the physician reported the infection was related to dehiscence and non-healing wound, not the device. Culture confirmed: mssa as there was no reportable incident associated with the gore® synecor intraperitoneal biomaterial device, this report is being retracted.